Event description:
This is a spontaneous case report received from a health professional in united states on 21-may-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent sterilization. It was reported that device perforated through patient´s fallopian tube on an unknown date. Hcp (health care professional) surgically removed essure on (B)(6) 2015; it sounded like just one side was removed. Essure continued in one side only. Ptc investigation result was received on 27-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device perforated through patient's fallopian tube. Essure was surgically removed. This event is serious due to medical significance and listed in the reference safety information for essure. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). In the present case, the time interval between essure insertion and the diagnosis of perforation was not reported. However, considering the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, due to the reported surgical intervention for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 04-sep-2015: the required number of follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and the device perforated through the fallopian tube. Essure was surgically removed. This event is serious due to medical significance and listed in the reference safety information for essure. Uterine/ fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage), including insertion of a fallopian tubal occlusion insert (essure). In the present case, the time interval between essure insertion and the diagnosis of perforation was not reported. However, considering the nature of the reported event, causality with essure cannot be excluded. This case was regarded as incident, due to the reported surgical intervention for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.